Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white calcification like, creases fold. A visual and microscopic analysis was performed which identified striated opening on anterior. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consist in the use of some surgical tool. The reason for reoperation was capsular contracture, baker grade iii/IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported left side capsular contracture, baker grade iii/IV. Device was explanted.